Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the dwell 5 of 7 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power, the alarm cleared and the tsr explained the alarm. The hp would discard the supplies and finish with manuals. The hp stated her hands were weak and the clamp on the blue line came open during therapy and was not being used. The hp would contact the registered nurse (rn) regarding the alarm and being connected. There was patient involvement. No patient injury or medical intervention was reported.